Event description:
Customer reported receiving an error alarm on the insulin pump. The insulin pump's force sensor had been broken. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion rest due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).